Event description:
It was reported that during a total hysterectomy procedure, the bottom jaw of the thunderbeat broke off inside the patient. The piece of the jaw that broke off was retrieved. The procedure was delayed by less than 30 minutes and was completed with a backup device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. The device has a broken probe. The probe was missing and was not returned with the device. Based on the results of the investigation, a definitive root cause could not be identified. The most probable cause of the complaint was traced to a component failure, as an expected or random component failure, without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to correct h6 as well as to update h7 and h9.

Event description:
No additional information received from the customer.